Event description:
Malfunctioning port. The port was not returning blood and was infusing strangely and looked like a kink was in the catheter on x-ray. A catheter exam with dye indicated extravasation in the area of the port receptacle.